Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was found to be operating in backup vvi mode. No patient symptoms were reported. The device was successfully explanted and replaced on (B)(6) 2015. It was noted that the battery had reached end of service levels.